Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during the exchange of a competitor's thr primary system to a redapt system, at the moment tensioning two (2) accord 2.0mm cobalt chrome cables, the fibers began to unravel. It is unknown if this failure required further intervention. The procedure was completed, after a non-significant delay, with the same device. Patient's health condition is stable.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this investigation the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. Device batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.